Event description:
A us distributor reported that a monitor resets.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (resets) was confirmed. Upon investigation the monitor was unable to fully power on. The cause for the failure was isolated to a defective ca board. The root cause for the defective ca board could not be positively identified. There was no adverse event that resulted from the damaged monitor.